Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 400 mg/dl and current blood glucose was 92 mg/dl. It was reported that the transmitter once again was not working, it was not linking to the insulin pump at all, has been trying for the last few days. Customer was able to start sensor. Customer reported that high blood glucose was corrected with a bolus. Customer¿s mother reported that she does not wish to troubleshoot. The devices will not be returned for analysis.